Manufacturer narrative:
Initial.

Event description:
It was reported that the device¿s charger cord was damaged, with the cord visibly bent near the metal usb connector and not functioning to charge the system. Symptoms included no adverse clinical effects. Outcomes included no clinical impact and no alarms. Investigation included review of user-provided photographs and confirmation of the shipping address for a replacement accessory. Investigation of this case revealed physical damage to the charger cord consistent with user-handling damage, and a replacement charger was provided. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage to an accessory due to handling.